Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
On (B)(6) 2021, a merit employee conducted a cer literature search for the scout product family. The study (see citation below) reports adverse events related to the savi scout system. One event alleges that a patient (on full anticoagulation due to factor v leiden genotype) developed a partial wound dehiscence after placement of a scout reflector and use of the savi scout system. The wound was sutured under local anaesthesia in the outpatient setting. Study: tayeh, salim, samantha muktar, jennifer heeney, michael j. Michell, nicholas perry, tamara suaris, david evans, anmol malhotra, and kefah mokbel. "Reflector-guided localization of non-palpable breast lesions: the first reported european evaluation of the savi scout® system." Anticancer research 40, no. 7 (2020): 3915-3924.